Manufacturer narrative:
Root cause: the d3 open and d37 shorted on the power management pcba prevented the ventilator from operating on backup battery.

Event description:
The customer reported the device would cycle on and off in rapid succession while unplugged from the ac power. No patient involvement reported.